Event description:
The customer reported the device not booting, but has green ac, and the customer reported selector knob was worn out and speaker was not working. There was no reported patient involvement.